Manufacturer narrative:
The facility reported that they used the wrong high-level disinfectant (hld) in the automated endoscope reprocessor (aer). There was employee exposure to rapicide pa hld fumes. There is potential for chemical exposure symptoms to occur. The facility reported that the use of the incorrect chemistry was recognized right away, as the fumes were strong, and they needed to vent the room. Medivators field service engineer (fse) was dispatched to examine the aer for any damage. The medivators fse ensured that the unit was operating according to specifications. Medivators fse also reported that this facility has two different models of aer's in the same room, and although there are safeguards in place to prevent the wrong hld from being used, a new operator put rapicide pa part a hld into the dsd-201 aer rather than into the advantage aer. Medivators regulatory followed up with the facility in mid-january, and at that time they reported that three employees experienced exposure symptoms, and one of the three was treated in the emergency department. All are reported to have no lasting symptoms. It was reported that these three individuals were not wearing any personal protective equipment (ppe). No endoscopes were processed in the aer with the incorrect hld, therefore there is no patient procedural risk. There have been no reports of patient harm.

Event description:
The facility reported that they used the wrong high-level disinfectant (hld) in the automated endoscope reprocessor (aer). There was employee exposure to rapicide pa hld fumes.